Event description:
It was phoned in by the sales rep that with the use of the intraclude, icf100; the physician experienced occlusion difficulties and balloon movement. There was no reported adverse event or patient injury. R and d engineer along with sales rep were at the case. "Initial placement into the ascending aorta went well." "Upon inflation the balloon moved more than expected towards the aortic valve and the physician had to partially deflate the balloon to pull it back. The patient did have tortuous iliac anatomy which may have made slack removal difficult." The surgeon felt the clamplock did not hold the device. After repositioning, reinflating and adding another cc occlusion was achieved with a root pressure of zero. During the case blood was coming into the field of view even when the root pressure was zero. Venting through the catheter was not sufficient to remove fluid. The root pressure fluctuated between negative and 10mmhg throughout the case. Two additional cc¿s were added to the balloon and slack was removed twice (total 15.5cm removed) to achieve better occlusion. A vent was placed in the lv (through the mitral valve) to remove fluid that was entering the field of view. The physician could not explain why blood was entering the field when the root pressure was at zero but commented that the patient had a very circuitous aorta that could have contributed. Five doses of cardioplegia were given with a flow around 190l/min and a pressure of 410mmhg. Total clamp time was 110 minutes and the procedure was performed successfully

Manufacturer narrative:
The device evaluation is anticipated upon product return by the customer.

Manufacturer narrative:
Evaluation: the strain relief of the device was measured and was found to be which is within specification. The device was functionally tested and there were no defects. The blue clamp lock, locked and unlocked as intended. No defects were found with the returned device that could have contributed to the reported event. Complaint could not be confirmed. No defects were found with the returned device that could have contributed to the reported event. The edwards training guide and instructions for use instruct the operator on proper positioning and use of the intraclude device. In this case, the cause of the balloon occlusion difficulty cannot be confirmed. The returned device was evaluated and found to have met specification. However, a combination of patient anatomy and procedural factors may have contributed to the event. The IFU, training manuals and fmeas have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Manufacturing records were reviewed and there were no related non conformances. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Trends will continue to be monitored through edwards quality system.